Event description:
At approx 7:45 am, a nurse responded to an alarm from a monitor. The ECG displayed irregular artifacts but, the respiration appeared normal. The infant pt was asleep on his abdomen. The nurse silenced the alarm, checked the leads and found one that appeared loose. After fixing the lead, the heart rate pattern improved. At approx 7:50 am, the nurse was called to the bedside by a physician because the pt was in cardiac and respiratory arrest. The emergency alarm was sounded and the arrest team was called. Cardiac and respiratory resuscitation was initiated but was unsuccessful. The pt subsequently expired. The monitor was tested by clinical engineering and found to be working normally. The most likely explanation for the failure to alarm was that the nurse had activated the button silencing the alarm for three minutes and that the arrest occurred within that time window.